Manufacturer narrative:
(B)(4). Date sent: 01/12/2021. D4: batch # u5a39e. H6: component code = mechanical (g04). Device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with a reload no loaded in the device. The reload was received fully loaded with staples with the swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was test with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2020. D4: batch # unknown.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that through radical hemicolectomy surgery, (B)(6) , when using the ntlc75 stapler with its respective sr75 refill, presented failures in the process. He did not staple the fabric. There was no harm in the reported patient. A new stapler was used to complete the case successfully.